Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the physician tried to use the .070 xb rca vista brite tip to do pci, but the hub was suspected to be cracked. The physician couldn't use it because it wasn't connecting to the syringe. There was no reported injury to the patient. One non-sterile ¿6f .070 xb rca 100cm¿ unit was received for analysis. During visual inspection, the guiding catheter had six kinked/bent sections, located approximately 1.7 cm, 27.0 cm, 50.5 cm, 51.6 cm 53.0 cm and 56 cm from the distal tip. No apparent damages or cracks were observed on the hub during visual analysis. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. For microscopic analysis, amplified images of the kinked/bent sections were taken with the vision system. The distal tip of the catheter was observed complete and a kinked/bent condition was observed near the distal tip. Additionally, a crack was observed on the luer hub of the catheter. Sem analysis was also performed on the hub and showed the origin of the crack was located on the top of the hub with prolongation along the luer hub body. The rupture line border presented evidence of plastic deformation and fatigue striation patterns. The reported "luer hub-cracked" was confirmed. The returned unit presented with a cracked condition on the luer hub. Plastic deformation and fatigue striations found on the hub are commonly associated with separations caused overloading force. While the exact cause of the crack cannot be conclusively determined during the analysis, it is assumed the hub was induced to a tensile force that exceeded its yield strength prior to cracking. Storage or handling factors may have contributed to the event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the physician tried to use the .070 xb rca vista brite tip to do pci, but the hub was suspected to be cracked. The physician couldn't use it because it wasn't connecting to the syringe. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, the physician tried to use the .070 xb rca vista brite tip to do pci, but the hub was suspected to be cracked. The physician couldn't use it because it wasn't connecting to the syringe. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.